Event description:
It was reported that farfield r-wave oversensing was observed on multiple stored electrograms of the pacemaker. A suspension of the right atrial automatic threshold (raat) test was also observed due to the patient's ongoing atrial arrhythmia. Further review of the programming was recommended. No adverse patient effects were reported.